Event description:
Intense bilateral knee pain [arthralgia]. Having difficult sleeping at night due to the pain [insomnia]. Bilateral knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) male patient with a history of osteoarthritis in both knees, initials (B)(6), who experienced bilateral knee pain, bilateral knee swelling and difficulty sleeping after starting synvisc-one. The patient received an injection of synvisc-one in each knee on (B)(6) 2010. The patient reported that immediately after getting synvisc-one he developed bilateral knee pain, bilateral knee swelling and difficulty sleeping at night. The patient required treatment for his symptoms. His knee pain and knee swelling were treated with percocet, vicodin, aleve and bilateral cortisone injections. At the time of this report, the outcome of the patient was not yet recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.